Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: a device deficiency was identified; however, the root cause of the reported event could not be determined since the device was not received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found that 2 wire electrodes of the procise coblator ii wand had fallen off. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during an uvulopalatopharyngoplasty procedure, 2 wire electrodes of the procise coblator ii wand detached external to the patient. The procedure was completed with a non-significant surgical delay using a back-up device. No further complications were reported.